Event description:
Reportedly, a left intraocular lens was explanted 6 years and 2 months after implantation due to dislocation. Sutures and a vitrectomy were required. The replacement lens was of a different model. Additional information was requested.

Manufacturer narrative:
Device evaluation found the lens with one haptic attached to the optic and the other haptic loose. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, it is noteworthy to mention an unvalidated injector was used to complete the original implant.